Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the insulin pump had alarm general unexpected restart. Customer's blood glucose at time of incident was unknown. Customer stated that the pump occurred repeatedly alarm general unexpected restart. The customer pump is out of warranty. The customer's blood glucose is normal, didn't require medical treatment.